Event description:
Customer reported that the insulin pump alarmed unexpected restart every time she changes the battery and it erases her sensor settings. The alarm history showed an external ram error alarm. Customer stated the insulin pump was not stored or not in use for an extended period of time. Blood glucose value is 79 mg/dl. Nothing further reported.

Manufacturer narrative:
The test minilink transmitter and blood glucose meter communicates properly to the insulin pump. The insulin pump programmed with multiple sensor glucose value and all registered properly in the sensor update history noted. No lost sensor alarm and no alarm noted. The insulin pump was received with alarm during error test due to voltage leak. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.